Manufacturer narrative:
The device was requested/is expected for eval but has not yet been received. The complainant's event has not been verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause(s) for this type of event would include too much driver force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single-use disposables kit that had been bent from prior use. This is the first complaint of this type for this kit part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is received and additional relevant info is obtained, a follow up report will be submitted.

Event description:
It was reported that a second surgery was performed to retrieve a piece of guide wire from the patient's knee. An arthroscopic left acl repair was performed in 2009. The patient presented with complaint of significant post-op pain six days later. An x-ray was taken which revealed retained hardware in the knee. A second, open surgery was performed the next day; a 2.25 inch of guide wire was retrieved. The component number of the guide pin was requested but not provided. Follow-up with the reporter provided info that the pt was seen for a post-op visit eight days later. The incisions from the second surgery were reported as clean, dry, and intact with no signs of infection. The patient was able to flex his knee and had no new complaints. No further patient info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.